Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer explained that the day prior, she had stepped into the pool with the insulin pump. She disconnected it and left it in rice. She stated that she treated with manual injections but no long lasting insulin and woke up with high blood glucose of 400 mg/dl. The morning of the call, she inserted the battery and received a battery out limit alarm. The customer stated that she did not see fluid inside the device and batteries where out for longer than allowed. She was advised this is normal behavior. No button error alarm was found in the alarm history and the insulin pump passed the self-test. Customer was advised to monitor the insulin pump. The device was not replaced or returned for analysis.